Event description:
It was reported that a patient came in [to the hospital] for pump discontinuation of a cadd® cadd-legacy® plus pump. The chemo bag had approximately 800ml left in the bag though the total volume on label was said to have infused fully according to pump value. It was noted that the bag was significantly smaller than the previous day. The pump and label were checked and the calculations were correct. All fields on pump were entered correctly according to the drug label. The physician was notified and orders were received to run remaining chemo at same infusion rate. Patient was brought in next day and bag was empty. The pump appeared to run at entered rate and infuse properly. Pump was sent back for service maintenance. No known impact or consequence to patient.